Event description:
In (B)(6) of 2018, I had breast augmentation and allergan inspira smooth round moderate profile implants were placed in my breasts. Shortly thereafter, I started having health issues and was diagnosed with fibromyalgia in 2019. I'm now on social security disability. I believe I have breast implant illness and the symptoms I started having are directly related to the implants. They have made me so sick that I can't work. I want them removed. FDA safety report ID# (B)(4).